Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon separation occurred. An unspecified cutting balloon was selected to treat the lesion. It was observed that the cutting balloon was separated from the shaft while it was outside the body. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the returned unit reveals shaft detachment at 24.8cm from the catheter tip. This type of damage is consistent with excessive tensile force being applied to the device. The corewire was kinked. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that a 15/3.50 flextome® cutting balloon® was selcted for the procedure.